Event description:
It was reported that a message was observed, "catheter verification, use bolus mode". It was further reported that could not received cardiac output measurements, waited a few mins and then swapped catheter. New catheter worked fine. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. The catheter was run on the vigilance I and ii monitors. The vigilance ii received error message " catheter verification" the eeprom data was examined and the programmed heater resistance was 37.763 ohms. When measured at 37'c the heater resistance reads 39.60 ohms. The catheter body was also found to have a slit in the catheter body 0.150 inches long at the distal end of the thermal filament ( middle form). The slit does not appear to enter an active lumen at that point.